Manufacturer narrative:
A product investigation is still in progress.

Event description:
String falls apart - tampon device breakage. Case narrative: consumer reported via phone that the tampon string breaks off into pieces. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String falls apart - tampon [device breakage] case narrative: consumer reported via phone that the tampon string breaks off into pieces. No injury reported.